Event description:
A report was received that the patient would have lead revision due to an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient underwent lead revision due to lead migration. The patient underwent a replacement of the entire system due to physician's preference. The patient was reportedly doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient would have lead revision due to an unknown reason.